Event description:
It was reported to boston scientific that a hta console was used for a therapeutic hydrothermal ablation (hta) procedure in 2008. (Female patient age and weight are unknown). According to the complainant: after the procedure was completed the doctor noted a vaginal burn (degree unknown). The burn most likely occurred when the scope was resting on the perineum during the procedure. The doctor applied silvadene cream to the burn as treatment.

Manufacturer narrative:
Product was not returned to nexcore for evaluation. Therefore no product testing could be completed to determine the cause of the event. Product not returned because complaint was caused by user error. A batch history search was conducted. There are five non-similar complaints for this device.